Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was admitted to the hospital for a pump replacement due to spasticity. The patient was "fairly well" postoperatively. The patient had no motivation to get out of bed. The patient was able to get up and tolerate physical therapy. The patient had pain and the medications were being adjusted. It was thought the patient was a good candidate to dismiss to home. The patients current status was listed as stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had been in pain and had a lot of trouble with her pump beginning at the time of implant. The patient had gone to the hospital 3 weeks ago due to the pain. They had been trying to regulate the baclofen and put it in a little at a time. The patient was noted to be allergic to nickel and they thought that might be the issue. The healthcare professional (hcp) did no know where the pain was coming from or what was causing it. This weekend, the patient was in so much pain they gave her something at the home where she gets health care. The patient had wanted it taken out but was told "no¿. It might not even be the pump". It was stated "she may not begetting enough baclofen or she might be getting too much". It was later mentioned that they thought the reason the patient ended up in the hospital 3 weeks ago was because they gave her the wrong medication in the ER. The patient was "way out there.. Seeing little kitties and little babies and grabbing in the air¿.it was a bad trip". It was stated "it must have been the medication she was allergic to and then when they took her off of it, she started getting better. The pump contained baclofen.